Event description:
A piece of an orthopedic trocar may have broken off during a procedure. The piece was not retrieved.

Manufacturer narrative:
The user facility reported that during an arthroscopic procedure, it appeared that a piece of an orthopedic cannula was left in the pt. The user facility has stated that they are uncertain as to what portion of the device was missing. The device in question was returned to sterilmed on (B)(6) 2010, for investigation. The device was not returned with its packaging or labeling, so the date of MFR and exp date were unable to be determined. The device was visually examined under magnification and small gouges were observed on the tip of the obturator. This damage may have been caused by use or contact with another instrument. The material missing from the obturator tip may be the material that was observed by the user facility to be left behind in the pt. The user facility has provided photographs from the surgery and it appears the missing material could have come from the obturator based on the color of the device. In the event that the missing material was indeed part of the cannula, it poses minimal risk as it is comprised of a biocompatible polymer material. Through f/u with the user facility, it was confirmed that there was no pt injury or any other negative health related outcome related to this event. Sterilmed will continue to monitor this situation and keep FDA apprised of any updates related to the condition of the pt in the future.